Manufacturer narrative:
It was reported that a patient, with a known coronary heart disease, presented with aortic insufficiency, following which the valve was explanted due to a torn leaflet. The results of the investigation are inconclusive since the device was not returned for analysis. However, one photo was received from the field. Based solely on the aforementioned photo, one leaflet appeared to have torn away from a stent post. There also appears to be white tissue on the stent post adjacent to the torn leaflet, on the opposite side of the tear site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient was a (B)(6) male who was overweight, a smoker, and formerly an alcoholic. Patient comorbidities included ischemic heart disease, chronic renal insufficiency, two prior strokes, dual chamber pacemaker, lower limb arterial occlusive disease, obstructive sleep apnea, lung fibrosis and prostate enlargement.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted. On (B)(6) 2018, the patient presented to the emergency room in respiratory distress. During an echocardiogram performed the same day, grade IV aortic insufficiency was noted. On (B)(6) 2018, the valve was explanted and replaced with a 25 mm hancock ii valve due to leaflet tear. The patient is reported to be stable and has been discharged.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted. On (B)(6) 2018, the patient presented to the emergency room in respiratory distress. During an echocardiogram performed the same day, aortic insufficiency was noted. On (B)(6) 2018, the valve was explanted and replaced with a 25 mm hancock ii valve due to leaflet tear. The patient is reported to be stable.